Event description:
It was reported that the ilet device indicated charging while insulin delivery was paused, but the device did not actually charge; charging function worked only when insulin was not paused, and a replacement charging pad was provided. Customer care assisted in the replacement logistics of the charging accessory. Investigation of this case revealed a suspected malfunction of the charging interface or accessory. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, and no medical intervention. It was concluded that the event was related to a device or accessory malfunction without patient harm.